Event description:
On 2/2/93 rptr's left breast became extremely swollen. She was placed on cipro for a week but that did not help, so she had surgery (I & d of breast seroma) to alleviate the problem. In 12/93, right breast became swollen; treated with antibiotic. In 4/94, right breast became swollen; treated with antibioic. She will be having surgery to either remove both implants or repeat the same procedure done in february. Rptr is currently under the care of a rheumatologist for several problems (fibromyalgia, bilateral carpal tunnel, neck, shoulder, arm, back and chest pain, severe headaches, sleep disorder, etc).